Event description:
The customer stated that the central monitoring system (cns) shows disk error message, unit is restarted and will work fine for awhile but issue returns. MFR ref # 8030229-2014-00167.